Event description:
Procedure type: laparoscopic wedge section of the stomach. According to the reporter: the surgeon used the devices in question. The device failed and would not release the stomach when required. A new device was used to remove the wedge of stomach an defective device.

Manufacturer narrative:
(B)(4).